Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cracked and broken lens. It was also found the object window had dents and fiber breakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had exhibited cracked and broken lens. It was also found the object window had dents and fiber breakage. There was no patient involvement.